Event description:
A 15-year old female with aplastic anemia rec'd an implanted port on 2 feb 1998. When seen on 23 april 1998 in clinic, port was difficult to access for blood transfusion therapy. Routine chest x-ray revelaed the catheter had broken and the distal portion had migrated into the heart. On 24 apr 1998, atempts were made to remove the `foreign body' using cardiac catheterization interventional procedures. These attempts were unsuccessful. The parents of this pt state that the distal portion of the catheter was removed at another hosp. The pt's device was explanted on 25 may 1999 and replaced with another vascular access device (triple lumen line placement) at which time the surgical coordinator recognized that the attached catheter was only an estimated 3" in length, prompting the internal investigation leading to this report.